Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one month post implant. The implanting physician elected not to pursue an invasive revision procedure. It was later reported that the device was nearing elective replacement indicator (eri) and the patient with this device system was recently hospitalized for heart failure. An invasive revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.